Event description:
I use a philips CPAP that was recalled. I registered for the recall on their website. They have sent me status emails saying it would be replaced this year. I logged into their portal on (B)(6) 2022 to check the status, and it said action was required: I needed to use their app and connect to the device so they'd get my prescription. I had been using their app since buying the unit in 2018, but connected again in case they needed a new copy of the prescription. That was (B)(6) 2022. Today they still show the same required action, so I called. They still don't have my data, though they acknowledged my recall registration. They suggested I call their prescription hotline. I called the hotline and they could not find my recall registration number. They asked for my serial number, which I supplied, and they were rude to me and hung up on me. I tried calling back a number of times... Each time their system disconnected the call after telling me it would do. It seems they are avoiding sending me a new replacement device. Please help me. I paid 100% out of my pocket for this prescribed machine (it was not covered by the insurance we had at the time). It was over (B)(6). FDA safety report ID# (B)(4).